Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the patient complained of shortness of breath, dizziness, and pre-syncope. The patient was seen in the clinic where it was determined from post-operative tracings that the device was in back-up mode. An interrogation of the device showed that it went into reset on a date before the implant, while the device was in transit. The device was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.